Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Troubleshooting could not be performed as the issues occurred in the past. The customer was instructed to contact tandem technical support if the issue persisted. The customer did not contact tandem technical support regarding the reported issue.